Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis for the stimulator revealed no significant anomalies. The stimulator had reached normal end of life. Final device analysis for the lead (serial (B)(4)) revealed no significant anomalies. Final device analysis for the second lead (serial (B)(4)) revealed no anomalies.

Event description:
Additional information received reported that the manufacturer¿s representative did not know the date of eos. It was stated that the patient was on continuous mode. It was stated that the patient recovered from explant. It was noted that the device would be sent back as soon as it was received from hospital pathology. Additional information received reported that the device was returned, no additional information.

Event description:
It was reported that a possible problem with the implantable neurostimulator (ins) was reviewed/suspected/alleged. It was reported that there was an end of service (eos) message observed. The patient felt a loss of therapy/increased pain the past two or three days prior to report. The patient stated that the night prior to report the pain was waking her up. The patient first used the patient programmer and observed the eos on the date of report. The patient was redirected to the healthcare professional (hcp). It was later reported that the doctor thought that the battery should have lasted longer. It was noted that there was an eos of a primary battery. Actions required as a result of the event included explant. The product status of the ins was explanted-complete. It was noted that the ins was explanted (B)(6) 2014. The event occurred during normal use. The patient status at the time of this report was alive with no injury. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.